Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical technician spoke to the respiratory department and was told to remove the device from service instead of performing repairs. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the backlight was not working, and the screen was blank. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the backlight was not working, and the screen was blank. The remote service engineer (rse) performed troubleshooting with the customer, and the customer found that the screen was very dim; the touchscreen was still operational, but the display screen was only visible if light was held up to the device. The rse informed the customer that the liquid crystal display (lcd) needed to be replaced, and after discovering that the customer had a first-generation lcd, the rse advised the customer to upgrade to a second-generation lcd. The rse then provided the customer with the part numbers and prices of the replacement parts needed to upgrade the lcd (lcd assembly, lcd nec cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, ui pcba, lcd tray, m2x3 socket hd screw, and ui assembly). Investigation is ongoing